Event description:
The following was reported to hamilton medical ag: summary: vent was running on a patient when the technical events occurred. No harm to patient. The vent still functioning normally. Therapist swapped out the vent with another c3.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.